Event description:
Hcp reports pt experiencing overdose symptoms of drowsiness and legs feeling heavy. The hcp reports about a month ago, the pt's tubing was poking out of the abdomen. In 2006, the pt underwent a catheter revision because the tubing had disconnected from the pump and the pt was not receiving any drug. The pt was asymptomatic at this time. The pump was replaced at this time as well. The hcp changed the pt's pump medication from morphine 50mg/ml to 1mg/ml. Three weeks later, the pt came in for a scheduled refill. The change in medication was not noticed, so the pump was refilled with morphine 50 mg/ml, but the programming was left at 1mg/ml at 1.09mg/day; therefore, the pt was receiving 54.5 mg/day. The hcp indicates 40cc was filled in the reservoir but they were only able to aspirate 25cc. A partial pocket fill was suspected. The pt began to experience drowsiness and a feeling of heavy legs. The pt was treated by rinsing out the pump and replacing with new drug. The pt was kept in the hosp overnight for observation. The hcp also notes that since the pump was replaced the pt has developed recurring seromas both at the pump pocket and the distal incision. The pt has had to come in every other day to have fluid withdrawn. The pt "has recovered and is doing really well other than the seromas".